Manufacturer narrative:
The device was not returned for analysis, as it was implanted in the patient. Attempts have been made to obtain additional information, however, our attempts have been unsuccessful. Since the device was not returned, we are unable to perform further root cause analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that there was no wall apposition with the pipeline device. The aneurysm is in the right internal carotid artery. It is saccular, with a max diameter of 7mm, dome height 5mm, dome width 6mm, neck 6mm. The distal parent artery was 4mm and the proximal was 4mm. There was no stasis and class 3 ((B)(6)). No patient injury reported.

Event description:
MDR decision updated to not reportable. No additional supplemental reports are required unless additional information received indicates reportable event.

Manufacturer narrative:
H.c. Codes have been updated to reflect change. Review of the complaint event finds there was no reported malfunction of the pipeline shield embolization device. There were no associated patient symptoms and the event did not result in hospitalization/prolonged hospitalization, patient disability, or additional intervention and is no considered a serious adverse event. Therefore, no additional supplement reports will be submitted unless add itional information received indicates a reportable event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event is not a reportable event. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic has received additional information from the treating facility. The site reports that data entry error occurred, and now states that wall apposition was observed post deployment of pipeline device. Therefore, the device did not fail to open. Based on this new information, this event is not a reportable event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that there was wall apposition with the pipeline device. The aneurysm is in the right internal carotid artery. It is saccular, with a max diameter of 7mm, dome height 5mm, dome width 6mm, neck 6mm. The distal parent artery was 4mm and the proximal was 4mm. There was no stasis and class 3 (raymond and roy). No patient injury reported. Site has reported raymond roy class 3 was observed in dsa imaging performed during day 180 visit performed on (B)(6) 2018. No ae nor clinical presentation has been reported.